Manufacturer narrative:
Although not always repeatable, previous engineering analysis of silicone plug protrusions have been replicated under certain usage conditions where the microclave assembly is exposed to high back pressures. High pressures can be generated with small syringes (10 cc and smaller). When high pressures are generated with infusions or flushing through small syringes and the adjacent lines are not clamped excessive pressures can occur and result in this type of issue. Detailed analysis of the involved component design attributes, materials, mfg and assembly processes and equipment were performed. The continuous improvement teams have identified, validated and qualified several design and processing improvements that are expected to address plug protrusions from occurring when high pressures are generated within the fluid circuit. Visual analysis of the "as-received" mc3316 device set confirmed one of the microclave connectors silicone plug was protruded from the body. Although the exact cause of the component condition is unk, usage/technique appears to have caused and/or contributed to this event/issue. The investigation report and associated data will be provided to the facility/distributor product rep for review of the device's intended usage, functions, and performance features.

Event description:
Medsun report received concerning component/plug protrusion issues with use of mc3316 7" smallbore bifuse ext set with 2 microclave clear. The report describes the 08/25 event as follows: "double lumen extension set stopped working. One lumen had inner rubber piece sticking out. Extension set had to be removed at the hub and replaced with a new one." The mc3316 was pre-tested prior to placement with no issues noted. Follow up confirms there was no adverse pt consequences. Device return: one used mc3316 device set. Although requested, the involved mating devices were not returned for investigation. Visual inspection and analysis of the as received mc3316 device set recorded one of the set's microclave silicone was protruding from the body.